Manufacturer narrative:
At this time no conclusions can be made. Adhesions is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. The attorney alleges additional surgery for bowel obstructions and that the device was removed; however no details are provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by patient's attorney that on (B)(6) 2014, patient underwent surgery. As alleged an unspecified bard/davol perfix plug mesh was implanted in the patient. It is alleged by the patient's attorney that the patient presented to the emergency room with complaints of abdominal pain associated with nausea and vomiting. Results from the cat scan revealed, among other things, a small bowel obstruction. Given the findings, it was decided that patient required emergency surgery. It is alleged by the patient's attorney that on (B)(6) 2017, the surgeon performed a diagnostic and open laparotomy, lysis of adhesions, small bowel resection and lymph node excisional biopsy. During surgery it was discovered that the small bowel was entwined in mesh adhering to the umbilical site. As reported, as a result of the implantation of the perfix plug and a painful surgery to excise and remove the perfix plug, the patient suffered personal injuries. He was required and will continue to require treatment. He has also suffered and will continue to suffer pain, mental anguish.